Manufacturer narrative:
(B)(4)

Event description:
It was reported during follow up visit, the patient¿s left ventricle lead did not capture. Fluoroscopy revealed the lead was dislodged. As a result, surgical intervention was undertaken during which the lead was capped and replaced. No adverse patient consequences were reported.